Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm); model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50cm; model #: sc-4316, lot #: 16315061, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was suspected of infection at the ipg site. Symptoms were redness, pain, and a small skin breakage at the site. The patient was prescribed keflex antibiotics and underwent an explant procedure. Infection was not device related.